Manufacturer narrative:
On (B)(6) 2021 customer returned pump for an alleged cracked from the top of the pump. Pump received with multiple cracks on the case. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.